Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a fire broke out during a case in the operating room due to the bovie tip that came inside the cardinal pack. There was no injury to the patient. The incident device is not available for evaluation.